Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The contact reported that the tubing from the cartridge was bending and was the cause of the occlusion. The contact declined tandem technical support's offer to troubleshoot to determine if the bent tubing was the cause of the occlusions.